Event description:
Coronary artery by pass grafting procedure. Octopus did not hold heart still for off pump CABG. Regulators changed, but no difference in performance. Grafting could not be done properly causing the case to be on pump. The patient tolerated the procedure well and was moved to ICU in satisfactory condition.